Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02582 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2011. According to the complainant, the patient experienced complications (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable